Event description:
It was reported that premature deployment occurred. The target lesion was located in the hepatic portal region to the lower common bile duct. The physician injected a contrast from the percutaneous transhepatic cholangio-drainage (ptcd) tube and the lesion was then observed. A non-bsc guidewire was inserted and the ptcd tube was removed. A 10x30x75 epic¿ stent was advanced to the target lesion. A thumbwheel was used to release the stent slowly. Upon releasing the stent, slight tension was applied to pull the delivery system in order to avoid the stent from moving into the duodenum side. Fluoroscopic image revealed that the stent was already released and implanted before the stent was fully deployed even after the handle was fully rotated. The stent remained well apposed to the vessel wall. The procedure was completed with this device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an epic stent delivery system (sds). There was blood in the wire lumen and on the handle. There was no damage or irregularities on the rack length. The stent was not returned, which is consistent with the reported information. The safety-lock was not returned. The sds was in the deployed position. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that premature deployment occurred. The target lesion was located in the hepatic portal region to the lower common bile duct. The physician injected a contrast from the percutaneous transhepatic cholangio-drainage (ptcd) tube and the lesion was then observed. A non-bsc guidewire was inserted and the ptcd tube was removed. A 10x30x75 epic¿ stent was advanced to the target lesion. A thumbwheel was used to release the stent slowly. Upon releasing the stent, slight tension was applied to pull the delivery system in order to avoid the stent from moving into the duodenum side. Fluoroscopic image revealed that the stent was already released and implanted before the stent was fully deployed even after the handle was fully rotated. The stent remained well apposed to the vessel wall. The procedure was completed with this device. No patient complications were reported and the patient's status was good.